Event description:
Baxter pump was not infusing a vasopressor medication, causing patient to have very low blood pressure, and requiring 3 vasopressor medications. No alarms sounded; pump kept reading that medication was infusing but bag remained full.